Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the transmitter was unable to read the implantable cardioverter-defibrillator (ICD). It was believed that the ICD was in back-up mode. The patient presented in clinic. Upon interrogation, back-up mode was confirmed. Programming changes were made to reset the device back to its original programming. The patient was stable.